Manufacturer narrative:
Hamilton medical ag complaint number:cer (B)(4). Investigation ongoing.

Event description:
Hamilton medical ag received the following event description: the therapist reported that while ventilating the patient, the ventilator started to alarm, she was unable to silence the ventilator. When she went to make the adjustments on the intelligent panel, she found it was unresponsive and screen was frozen. She also stated the patient was still being ventilated with good chest rise and there were no adverse events because of it. The ventilator was pulled from service and a new ventilator put in place.

Event description:
Hamilton medical ag received the following event description: the therapist reported that while ventilating the patient, the ventilator started to alarm, she was unable to silence the ventilator. When she went to make the adjustments on the intelligent panel, she found it was unresponsive and screen was frozen. She also stated the patient was still being ventilated with good chest rise and there were no adverse events because of it. The ventilator was pulled from service and a new ventilator put in place.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Investigation ongoing. Follow-up 1 - additional information: the entry fields b4, g6, h2, h6 and h11 have been updated. The device alarmed with ventilator unit connection lost code ID #(B)(4) during ventilation of a patient. No harm to patient reported. The event did not cause or contribute to a death or serious injury to a patient. No log files were provided. The root cause of the event was determined to be a defective circuit board (vu esm). The circuit board (vu esm) was replaced, and software updated to 2.9.1 to correct the issue. Service software checks were performed in accordance with manufacturer specifications. The unit passed all functional tests and was returned to service.